Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(6) lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the patient was admitted for (B)(6) on (B)(6) 2017, and the hcp was called to explant the pump system on (B)(6) 2017. The hcps office had no further information to report.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and post-spinal cord injury. The pump contained lioresal [2000 mcg/ml] at a dose of 100 mcg/day. It was reported the hcp sent a text message the day of report to another representative that the patient¿s pump and catheter were explanted ¿a few weeks back¿ because the patient had an infection of his abdomen and shunt. The hcp needed coverage for the implant the day of report. The hcp did not give a date as to when the explant occurred. The hcp implanted a new pump and catheter the day of report. The issue was resolved at the time of the report. The patient was currently admitted to the neonatal intensive care unit (nicu) for the infection. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.